Event description:
The customer stated that she had received some low blood glucose readings. While troubleshooting, she performed control tests and received a result of "lo." The normal control range was 104-143 mg/dl. No adverse events were alleged. The customer used the last of her test strips while troubleshooting, so no product will be returned.